Event description:
Initial report indicated that patient complained of severe burning to the left neck. Review of x-rays did not reveal any anomalies nor abnormalities. In 04/01, the patient stated that they did not experience any more painful episodes. Further investigation revealed that parameter reduction appeared to have alleviated the patient's pain. It was later reported that high lead impedance result was obtained during lead test and normal mode test in 11/01 (dc-dc code 6) . At this visit, the patient stated that they could no longer feel stimulation, no longer experienced voice alteration with stimulation, and did not feel the magnet stimulation. Eri (elective replacement indicator) flag was "no", indicating that device was not at end of service. It was also reported at this time that the patient had experienced an increase in seizures since april 2001. The increase in seizures and high lead impedance reading indicated possible lead break.